Event description:
It was reported that prior to implant, while still in sterile box, the device was in bvvi. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of backup vvi mode was confirmed in the laboratory. The device image showed a por reset while still in the original packaging following completion of a capacitor maintenance charge. The anomaly was repeated once during testing but could not be reproduced again. The device was soaked at -20c and temperature cycled but the device charged normally. The device charged normally when pressure was applied to the charging transformer and the hv capacitors. The hv capacitors were returned for to the vendor for destructive analysis. No defects were detected. X-ray inspection revealed no anomalies. The root cause of the por reset could not be determined.